Event description:
An infant was standing up in the crib holding onto the side rail when the siderail fell down and the patient fell on the floor face down. The infant suffered soft tissue injury to the right side of his forehead and bruising around his right eye. A CT scan was performed which ruled out serious injury. Engineering pulled the crib out of service and conducted a complete examination. The siderail latching mechanism was found to be damaged and not locking properly. This has been found to be a consistent problem with this manufacturer's latching mechanism. We currently have four cribs with the same problem and 11 work orders are in place which reference crib side rail problems with this manufacturer over the past 6 months. We are awaiting parts. Part of the problem with the repair of these cribs is the turnaround time in getting replacement parts. The manufacturer does not have a parts book and we have to call their parts dept and describe what part is needed. Delivery of parts can take up to 4-6 weeks.